Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The pt reportedly had a 400 mg/dl blood glucose (bg) result after changing out her pump supplies. The pt was not symptomatic and has not checked for ketones. The pt's bg remained in the high 300s mg/dl even after the pt corrected her bg with insulin. The pt's mom observed air bubbles in the tubing and insulin leaking at the luer lock connection, which is between the insulin cartridge and infusion set. The pt's mom stated that the luer lock connection was secure and was unable to tell where the leaking is coming from. The pt's mom planned on correcting the pt's bg with insulin injections and did not report any other form of medical attention. There was no reported adverse event with this complaint; however, this complaint is being reported due to the insulin leaking at the luer lock connection.